Manufacturer narrative:
On 18-mar-2026, the product investigation was completed. Per internal review on that same day, it was noted that the product receipt was mistakenly omitted from the initial report. Section d9 was updated accordingly. It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and the medical team noticed there was a coating on the outside of the sheath that was rubbing off. The sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the sheath and the dilator. The dilator was introduced through the sheath, and no obstruction or resistance was felt. A device history review was performed for the finished device number lot 73000048 and no internal action related to the complaint was found during the review. The tip issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use contain the following recommendations: always observe acceptable hemodynamics prior to advancing the dilator or any other component; do not attempt to use a guidewire larger than 0.032 inches in diameter with the dilator provided. Doing so may compromise the structural integrity of the dilator or the guidewire and/or lead to the failure of the sheath or guidewire being used; prior to inserting the device into the patient, pre-assemble the steerable sheath and dilator; advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and the medical team noticed there was a coating on the outside of the sheath that was rubbing off. The sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
G1 manufacturer site postal code: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).